Manufacturer narrative:
(B)(4).

Event description:
It was reported that, an 840 ventilator had a inoperative battery and the oxygen sensor was not working. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.